Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power and had self-rebooted. The patient noted she had replaced the battery with a new battery the day prior to this issue occurrence. The patient noted there was no damage seen to the battery compartment or battery cap, the pump had not been exposed to moisture, and the battery cap was secure and tight. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/28/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed several power on resets. A review of the alarm history and black box revealed no alarms related to the compliant. No damage was found to the returned battery cap or the battery compartment. The battery cap was found to secure tightly to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with the returned battery cap. A battery cap function test was performed with no battery cap connection defects noted. The battery cap was found to meet all specifications. The pump cover was removed and there was no evidence of moisture or damage found to the power circuit or battery flex. The reported complaint was verified in pump history but not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.